Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an error 1 message when she was attempting to test her blood glucose. According to the ot ultra2 owner¿s manual, an error 1 indicates there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated, the alleged issue first occurred on (B)(6) 2013 at 10am. The reporter stated, the patient uses oral medications with diet and exercise to manage her diabetes. The reporter stated the patient took her medications as usual on the day of the alleged issue. The reporter stated, the patient did not develop any symptoms due to the alleged issue. The reporter stated on (B)(6) 2013 at 10am, the patient was treated in the emergency room (ER) with IV fluids from a healthcare professional. It is unclear if there was medication in the IV fluids. The reporter stated a reading was obtained on the hcp meter, however he was unable to report what the reading was. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue, the patient was unable to test her blood glucose and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.